Event description:
It was reported that the lead broke, was explanted, and replaced. The patient had a reappearance of spontaneous exacerbated pain and less than 50% therapy relief. Xrays and impedance measurements done. The patient¿s outcome was listed as alive with no injury. Follow up indicated that the impedance values were unknown. The fracture/break was confirmed by the xray. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3998, lot# unknown, implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 206032726, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead.